Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps instrument had abnormal movement. There was no report of fragment(s) falling inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument persistently moved with imprecise motion upon grasping and turning right. The timing of the instrument movement was not appropriate. The issue occurred while the surgeon¿s head was inside the surgeon console (sc)¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the ssc. There was no instrument-to-instrument or system arm-to-arm interference. Shakiness, friction, and external collisions were not observed. The procedure was completed with no report of patient injury. Furthermore, the customer indicated that no arcing was observed during last use. The patient did not experience any injury or adverse event during or after the surgical procedure. Thermal damage was not identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a loose pitch cable at the proximal end in the housing. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Also, the instrument was found to have a loose clamping pulley screw. The loose clamping pulley screw caused a loss of tension in the pitch cable, which lead to unintuitive motion. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulator (mtm)s, however the grip tips moved in the opposite direction. This behavior was observed in the yaw direction(s) and presented in all attempts, indicating a misalignment of the coordinate frames during the engagement sequence. Additional observation not reported by site included the instrument was found to have charring and localized melting at the grip base on the outside of the yaw pulley. The instrument passed the electrical continuity test.